Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
It was reported this right ventricular (rv) lead was explanted one day post implant. The specific reason for explant was not provided. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this right ventricular (rv) lead was explanted and replaced one day post implant because the lead dislodged and there were high out of range pacing impedances. Lead return is not expected. No additional adverse patient effects were reported.